Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to wash the probe, perform a meia check, decontaminate the lines, and install all new bulk solutions. All of the troubleshooting steps were performed without resolution. The cta sent the customer replacement rubella reagent. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.